Event description:
During a laparoscopic cholecystectomy procedure, it was reported the red activation button on the 511s would not engage. A new 511s was opened and the procedure was completed. There was no consequence to pt.

Manufacturer narrative:
Facility experienced an event with the endopath disposable surgical trocar on while perfomring a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973003. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition, obturator condition, outer gasket condition, sleeve condition, and trocar condition, conforming; reset button condition, good/unarmed; and stopcock condition, good/opened. Functional tests & results: does safety shield retract, no; flapper door functional, and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported "red activation button on the 511s would not engage" during surgery may have been due to a mispositioned knife collar. The instrument was received in good physical condition and would not arm when the reset button was depressed. The instrument's endcap was disassembled and the knife collar was observed to be mispositioned, which was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve the products.